Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08770 inches. No excessive no delivery alarms noted.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 799 mg/dl. The customer's current blood glucose is 396 mg/dl. The customer did not experience the symptoms. The customer was treated by insulin fluids and insulin drip. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The drive support cap appears to be normal. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis. Frn mmt 332a; unomedical - infusion set.